Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was cracked and battery contacts were compressed. It was also noted that the lower case was broken, the ring cover and both bail covers were broken, the ring was bent, the battery drawer was broken and the keyboard was damaged. (B)(4).

Event description:
It was reported the screen is cracked and the battery drawer does not pop out. The device was returned for repair and calibration. There was no patient involvement indicated.